Event description:
It was reported that the user had experienced a strong resistance when the foley catheter balloon inflated with water during the placement. Later the foley catheter was indwelled and confirmed by echo. Since the urine leaked from the external urethral meatus the fixed water was reduced by a 15cc (30cc to 15cc) and the foley catheter was pulled out from the patient on the 2nd day of use. Per follow up via ibc on 19nov2020 it was stated that there was no impact to the patient. It was unknown whether there was any damage found on the foley catheter.

Manufacturer narrative:
The reported event was unconfirmed as the product meet the specifications. Visual inspection noted no abnormalities were observed on the returned sample. The catheter was inflated and found no signs of leakage from the catheter. The catheter was dissected and observed no damage was found on the lumen which caused the urine leakage at the catheter funnel. The returned sample had met specifications. The product did not caused the reported failure. A potential root cause for this failure mode could be manufacturing related due to a thin rubberized layer. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2.applicable patients (1) patients with known allergy to silver coated catheter." Correction: d, e. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user had experienced strong resistance when inflating the balloon of the foley catheter with water during placement. Later, the foley catheter was indwelled and confirmed by echo. Since, the urine leaked from the external urethral meatus, fixed water was reduced by 15cc (30cc -15cc) and the foley catheter was pulled out from the patient on the 2nd day of use. Per follow up via (B)(6) on (B)(6) 2020, it seemed that there was no impact to patient. It was unknown whether there was any damage to the foley catheter found.